Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis the foreign material was identified as silicone rubber, however, the cause of why the material remained in the device could not be specified. Furthermore, it is unknown if reprocessing was performed according to the instructions for use (IFU) at the user facility. Three attempts were performed to obtain additional information regarding the reprocessing steps, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the auxiliary water channel and that the channel was clogged. There was no patient involvement.